Event description:
The patient was undergoing a thrombectomy procedure for an occlusion in the left internal carotid artery (ica) using penumbra system max system. Navigation to the occlusion was achieved using a coaxial technique utilizing the 5max and 3max reperfusion catheters. This was done through the neuron max guide. After the first attempt using the separator 3d along with aspiration through the 5max, the patient was noted to experience some vasospasm in the left ica. This was treated with an infusion of cardene for 35 minutes which resulted in excellent resolution of the vasospasm. This was followed by 2 subsequent attempts to remove the occlusion using the 3d/5max combination. The vasospasm resolved during the procedure. The physician determined that the vasospasm was of "possible" relationship to the penumbra system.

Manufacturer narrative:
Conclusion: vasospasm are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00513. Device was disposed of by hospital.